Manufacturer narrative:
As reported, the slalom pta balloon tip was damaged. The unknown guidewire was noted to come out of the middle of the tip. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. The device was returned for analysis. One non-sterile slalom pta .018 hp 40 3x2 was received for analysis inside a plastic bag. Per visual analysis, the slalom pta balloon tip was observed damaged. Seemingly, it looked as if it was burnt and torn in the middle of the tip. No other anomalies observed. Per microscopic analysis, the tip of the unit was thoroughly inspected under the vision system and burnt like characteristics were confirmed on the soft tip of unit. Additionally, an apparent blunt condition was noted on the tip. Per microscopic analysis, the tip was sent to sem and analyzed looking for guidewire damages due to the reported event. Quote: ¿the unknown guidewire was noted to come out of the middle of the tip.¿ sem results showed that the tip of a slalom pta .018 hp 40 3x2 complaint unit presented evidence of punctured conditions near the damaged area. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed punctures perforations on the surface could probably led to the damaged condition found on the received device. A product history record (phr) review of lot 82237294 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The damages reported by the customer were confirmed for, ¿distal tip frayed/split/ torn¿ via analysis of the returned device. However, the exact causes have not been determined. Analysis revealed the tip appeared to have a burned appearance with punctures along the damaged area; additionally, a blunt condition was noted to the tip of the device. Several factors are being considered and further investigation is required to find a definitive root cause. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported as further investigation is warranted. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. If resistance is met during manipulation, determine the cause of the resistance before proceeding. The phr review does not suggest a manufacturing related issue; however, product analysis suggests that the event experienced by the needs further investigation to determine root cause. Therefore, an investigation has been initiated.

Event description:
As reported, the slalom pta balloon tip was damaged. The device was evaluated, and the tip was confirmed to be frayed/split/torn. The unknown guidewire was noted to come out of the middle of the tip. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3. Correction made to section g3.